Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was outer sheath damage to the patient's driveline. The ventricular assist device (vad) coordinator was not sure if there was direct damage to the driveline and thought it could be from normal and tear. Electrical tape was applied on the affected area. No alarms were noted. A formal repair will be performed at a later date. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a manufacturer's representative presented to the site on may 23, 2018 to perform a driveline sheath repair for a driveline that was previously repaired by the site. The damage was observed distal to the strain relief at the connection site. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed no alarms logged that were relevant to the reported sheath damage event. On-site inspection of the driveline cable revealed a break in the outer sheath, confirming the reported event. Additionally, visual evidence provided revealed discoloration of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed no alarms logged that were relevant to the reported sheath damage event. The reported "outer sheath damage" event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of driveline sheath damage may be attributed to multiple factors including but not limited to excessive exposure to uv light, improper handling, normal wear over time. If information is provided in the future, a supplemental report will be issued.